Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set presented no flow during the filling of the set, due an unspecified obstruction. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in its original packaging. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no obvious damage was detected. The defective sample was also functionally tested in the laboratory with methylene, the liquid did not flow through the end of the drip chamber. The sample was air flow tested via (B)(4) and the returned actual sample was blocked. The reported condition was verified. The cause was the material provided by an external supplier. A nonconformance has been opened to address this issue. The supplier was notified. Should additional relevant information become available, a supplemental report will be submitted.